Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) helium tank was leaking. There was no patient involved.

Manufacturer narrative:
Due to characterization limit: event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the gasket needed to be replaced. Therefore, the fse changed the gasket from the plastic green one to the preferred rubber and metal one. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that prior to use ,the cardiosave intra-aortic balloon pump(iabp) helium tank was leaking. There was no patient involved.